Manufacturer narrative:
Initial reporter not known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the connection to the camera uninterruptible power supply (ups) was lost. Once the ups was replaced, the system then passed the system checkout and was found to be fully functional. Analysis on the returned cable was tested for continuity and no failure was found. Analysis on the returned ups resulted in a electrical failure when tested. The ups did not turn on when power is applied and no internal fans are running. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera cart would not turn on. It was suggested for troubleshooting that the site open the cart and check the connection for power. There was no patient present at the time of the event.